Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one medical image and one video were received for evaluation. Medical image review concluded that there is radiopaque material along the course of the right basilica vein around the length of the catheter. Video review concluded that an unknown port and white catheter were unable to be removed from the body during five attempts. Therefore, the investigation is confirmed for the alleged difficult catheter removal. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the port was placed via the right basilica vein under ultrasound guidance for chemotherapy. The physician attempted to remove the catheter; as the patient had completed treatment, but was unsuccessful. X-ray revealed what appeared to be blood clots over a wide range area. There was also an alleged lump of tissue that was adhered near the port body. It was further stated that the lump of tissue was confirmed after inserting the port. There was no reported patient injury.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port was placed via the right basilica vein under ultrasound guidance for chemotherapy. The physician attempted to remove the catheter; as the patient had completed treatment, but was unsuccessful. X-ray revealed what appeared to be blood clots over a wide range area. There was also an alleged lump of tissue that was adhered near the port body. It was further stated that the lump of tissue was confirmed after inserting the port. There was no reported patient injury.